Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The service engineer (se) inspected the device and replaced the central processing unit (cpu) printed circuit board assembly (pcba). An investigation was performed on the parts returned and the root cause was isolated to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had generated a backup alarm failure. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.